Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation due to autoreduction on the scs system. System diagnostics determined invalid impedances on the lead. A sjm representative was unable to restore effective stimulation via reprogramming. As a result surgical intervention will be taken at a later date to address the issue. The patient received two leads with a same lot number.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified the leads were explanted and replaced with a different model.